Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was having issues with sensor. The customer stated her insulin pump is not shutting off quick enough. Customer stated she felt low twice and when she did a finger stick and was in the upper 50's mg/dl and pump would say upper 70's-80's mg/dl. Customer current blood glucose was 222mg/dl. Customer mentioned about other times where she encountered blood glucose versus sensor glucose. The customer's blood glucose would range between 46mg/dl-86mg/dl and sensor glucose range between 81mg/dl-146mg/dl. Customer mentioned a hospitalization which was not diabetes related. Customer's blood glucose dropped to 35mg/dl while in the hospital. Assisted customer in setting up threshold suspend alarm, sensor will be replaced.